Event description:
On 30-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that the tubing connector fell off the infusion set, as it was not attached correctly when unpacking it. Reportedly, she slept with the set overnight, but it had disconnected from each other while sleeping. She woke up with a blood glucose level of 25 mmol/l (at the time of the incident), which she tried to get it down with a manual injection. Upon investigation of the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that the tubing connector fell off the infusion set, as it was not attached correctly when unpacking it. Reportedly, she slept with the set overnight, but it had disconnected from each other while sleeping. She woke up with a blood glucose level of 25 mmol/l (at the time of the incident), which she tried to get it down with a manual injection. Upon investigation of the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.